Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the tip of the e-sep pencil melted. It was also reported that there was a minor delay as a result of this event to replace the e-sep pencil. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the tip of the e-sep pencil melted. It was also reported that there was a minor delay as a result of this event to replace the e-sep pencil. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.